Manufacturer narrative:
The device was received for evaluation. During functional testing, a white screen was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing processor printed circuit board (pcb). The processor pcb requires replacement to address this issue. During evaluation the device alarmed system error 345. The cause was identified to be the thermistor downstream reading. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.